Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2016-02270. It was reported the patient suffered a fall which injured the left side of his body (implant location). Subsequently, the patient experienced overstimulation. Reportedly, x-rays did not show any abnormalities. However,a full impedance check showed several electrodes in the lower range. The physician believes the lead was possibly fractured in the fall. Surgical intervention will be scheduled as the next course of action to address the issue. Follow-up identified surgery took place on (B)(6) 2016 during which time the lead and ipg were explanted and replaced with new models. Postoperative programming is pending the follow-up visit.

Event description:
Device 1 of 2 reference MFR report#1627487-2016-02270. Follow-up identified the issue is resolved.